Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. .

Event description:
The customer reported via phone call that they experienced hypoglycemia. The customer's blood glucose level was 8.6 mg/dl at the time of the incident. The customer¿s other blood glucose was 6.8 mg/dl and 186 mg/dl. The customer stated that the insulin pump had a motor position encoder error alarm. The customer was experiencing low blood glucose for 30 minutes ago. The customer reported that the drive support cap appeared normal or slightly indented. The customer declined troubleshooting for low blood glucose as they were feeling ok. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime device during prime or a33 test due to encoder signal out of phase. Unable to perform occlusion test and excessive no delivery test due to prime anomaly.